Event description:
During a transfemoral tavr procedure, the valve was positioned in a 70:30 aortic/ventricular position, however, landed 90:10 a/v, with moderate paravalvular leak (pvl), resulting in the need for a second valve. During inflation of the deployment balloon with the first valve, the operator attempted to push the valve more ventricular. The aorta was unfolded (horizontal) and the forward movement of the delivery system did not result in any forward (ventricular) movement of the valve. The final position of the first valve was 90:10. There was severe calcification in the native leaflets so the valve was secure; however, there was moderate pvl on the posterior aspect of the valve. Post dilation was attempted with an additional ml of fluid which did not result in any noticeable improvement in the pvl. A second valve was prepped and deployed approximately 50% more ventricular than the original valve resulting in mild pvl. The patient was extubated in the operating room and transferred to the ICU in stable condition. The native annulus measured 25mm by tee and had area of 655 by CT. The native annulus was moderately calcified and the native leaflets were severely calcified. The image intensifier angle was reported to be good, the coaxial alignment of the delivery system and valve was reported as fair, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation requiring intervention are potential adverse events associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the physician¿s inability to advance the valve to a more ventricular position due to the patient¿s horizontal aorta was reported as the likely cause of the malposition. The reported fair coaxial alignment of the valve/delivery system could also have been a contributing factor. The subsequent pvl was likely a result of the malposition of the valve, in combination with the severe native leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.